Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range right ventricular (rv) lead shock impedance measurements. There was no evidence of oversensed noise nor could noise be produced with in clinic isometrics. The device was reprogrammed to increase alert trigger from >125 ohms to >150 ohms. No adverse patient effects were reported. The patient will be monitored and the device remains in service.